Event description:
The site reports that an exam note is being attached to the incorrect patient. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).